Manufacturer narrative:
Unit received with cracked battery tube threads and keypad overlay missing. Unit received with unresponsive buttons, therefore unable to perform displacement test. Problem isolated to keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump received a crack along side battery compartment and keyboard has become detached. Blood glucose levels unknown and no troubleshooting performed. Pump will be return for analysis.